Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room for a near syncopal event. Upon interrogation, the right atrial lead exhibited intermittent capture. X-ray revealed that the lead had dislodged. No device intervention was performed. Patient was stable.